Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failures during performing self test. The customer¿s blood glucose level was 177 mg/dl at the time of the incident. The customer also report the multiple pump error alarm and customer was able to clear and rewind the pump. The customer was advice the pump will need to be replaced. Advice to revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Hardware low level failures error was present in the device trace download due to broken trace at on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. Hal software error detected error was present in the device trace download due to software error. The main arm cannot communicate with the motor arm error was present in the device trace download, problem isolated to electronic board stack.